Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure that universal surgical manipulator (usm) 2 faulted. The site disabled usm 2 and performed a power cycle and emergency power off (epo). The system powered back on with no errors and the site is continued with the case. The customer was advised that the reported error could return. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and the reported error was confirmed and replicated. System log review identified errors 31199, 32114 and 23098, confirming that the fault occurred in the field. Visual inspection revealed no issues related to the reported event. The usm was installed onto a golden system, where faults were detected in the clockspring, parallelogram, and rolling loop, replicating the reported event. The usm was then tested on a patient side cart fixture test platform (pftp), and the fiber test confirmed failures in the clock-spring, parallelogram, and rolling loop fibers. Following testing, the clockspring, parallelogram, and rolling loop fibers underwent aba testing, which verified them as the source of the fault. The probable root cause is attributed to communication errors from the rolling loop, parallelogram and clockspring fiber cables located on usm. This issue can be resolved by replacing the usm.